Event description:
It was reported that during the system warm-up scans the operator heard a loud bang. The system shutdown and the hospital contacted ge service. There was no pt or anyone else in the scan room when this issue occurred and no injuries were reported. The x-ray tube had a failure during system warm-up scans and the impact of the failed tube target cap caused cracking in the x-ray tube housing. A fragment of the x-ray tube casing (approximately 20 x 40 cm with a mass of 2.088 kg) was found on the floor behind the gantry. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.